Manufacturer narrative:
The t:slim x2 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after overfilling a cartridge with more than 300 units of insulin. Reportedly, the customer's insulin gauge jumped from 105 units to 85 units and back to 105 units of insulin. Troubleshooting was declined and the customer loaded a new cartridge onto the pump. Additionally, the customer experienced a low blood glucose (bg) level of 50mg/dl. Juice was consumed to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.